Event description:
On (B)(6) 2021 had pacemaker device check at (B)(6) medical center at the (B)(6) institute, said I had 1 year of battery charge left; 2 months later on (B)(6) 2022: my pacemaker went into safety mode prematurely causing me to semi blackout, falling, hitting my bottom, neck, and head. (Pacing went from 100% down to 70%) brought by ambulance to the emergency room. The fall eventually caused post concussion syndrome. I had to have a temporary pacemaker placed on the outside overnight before having a new pacemaker placed inside me the next day. Was hospitalized 3 days. I have been experiencing anxiety/panic attacks almost daily now and had to start taking lexapro. I still do not feel "myself" and don't leave the house much. Lots of side effects from light headedness to dizziness, tingling in arms, face, legs. Headaches. FDA safety report ID# (B)(4).